Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the complaint sample is not received for evaluation. Retention samples of complaint lot were checked and found satisfactory. During investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retained sample review is also performed, and found in compliance. Further investigation is not possible as the complaint sample is not received. As per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. No scope to missed out such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a liver resection on (B)(6) 2023 and a drain was used. During procedure, drainage efficiency was lower than usual. The product was discarded. The product was used on liver resection plane. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 ¿ device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2202844. Was the issue noticed during first activation? Unk. Was another drain needed to correct the situation? Unk. If yes, was the new drain placed surgically during a second procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. Note: events reported via: mw# 2210968-2023-03952 & mw# 2210968-2023-03953. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.